Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 11/19/2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that the cgm was reading 312mg/dl and treated himself with a dose of bolus insulin based off the cgm value. The patient indicated that they experienced a hypoglycemic event due to dosing with the bolus insulin; however, the patient did not report any symptoms. At the time of contact, the patient was doing okay. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.